Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer acknowledged the alarm and resumed insulin therapy. However, clinical troubleshooting has been exhausted and a replacement pump was sent to resolve the issue.